Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: there is a temporal relationship between hd therapy on the 2008t machine and the patient event of bleeding from the anus and coding with transfer to the ICU and subsequent death. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Rectal bleeding is most often the result of lower gastrointestinal tract bleeding and can be caused by multiple issues. The patient death was not related to hd therapy or use of the 2008t machine. The patient was not in treatment at the time of the event. Furthermore, there is no allegation that the death is related to hd. It is unknown what comorbid conditions the patient had which could have contributed to the bleeding and subsequent death. Based on the available information, the 2008t machine can be excluded as the cause of the patient¿s adverse event.

Event description:
A fresenius technical support was notified of a hemodialysis (hd) patient that was found with blood on the floor during treatment. The blood was originating from the anus. It was unknown if the patient coded of if the patient was brought to the emergency department. It was unknown if there were any alarms or messages during the treatment. Additional information was obtained through follow-up with the biomedical (biomed) engineer. The biomed stated they were contacted by the clinic manager regarding a patient that coded during treatment on the 2008t hemodialysis machine. The patient had blood coming from the anus. Resuscitative efforts and treatment of the bleed is unknown. It is unknown if the patient was at an hd clinic in a hospital or if the patient was hospitalized and receiving hd treatment bedside. The patient was transferred to the intensive care unit (ICU). The patient expired a few days later (unconfirmed date) but was not connected to the hd machine at the time of death. The cause of death was not confirmed. The biomed completed functional testing on the machine and it passed and was approved for release. The hospital did not put the machine back in service and they requested a record of alarms on the machine. The biomed stated the machine did not alarm. No additional information was provided despite several attempts at reaching the clinic manager.